Manufacturer narrative:
An event of retraction problem, valve capsule deformation, and wound in the aorta was reported. The device was returned to abbott for investigation. All components were confirmed to meet functional specifications when analyzed under non-physiological conditions. The inner shaft was observed to have a bent damage consistent with use-related stress. The proximal end of the valve capsule showed accordioning and kinks in the middle of the valve capsule, suggesting that the curvature of the middle section of the valve capsule may have contributed to the retraction problem. Upon cutting open the valve capsule, no evidence of valve misloading was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. The reported wound in the aorta is likely related to procedural conditions. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the first position of the valve was too high. They decided to re-sheath and deployed deeper. But it was noted that the recapture of the valve was impossible. The flexnav catheter deployment /recapture dial blocked and the gray thumbwheel (micro adjustment wheel) was activated first by mistake. An attempt to recross the ring with visible inflow failed, showing on the scopy image a compression of the proximal part of the capsule. The valve was removed and a non-abbott valve was chosen. During the implantation of a non-abbott valve and suturing by the cardiac surgeon of a slight wound in the aorta. The physician mentioned the abbott device caused the wound. There was no delay in the procedure. The pateit was reported recovering.